Event description:
All three leads dislodged due to the device flipped. Twiddling is suspected. The leads were explanted and replaced. This device was repositioned and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.